Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented in-clinic for routine follow-up, lv lead dislodgement was observed via x-ray. On (B)(6) 2018 the lead was explanted and replaced. The patient was discharged without any issue.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.